Manufacturer narrative:
The device was not returned to the manufacturer at the time of the report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece was intermittent and did not work. There was no report of surgical delay or patient injury associated with the event. No additional clinical information was received prior to this report.